Event description:
It was reported that a patient underwent a bilateral partial thyroidectomy procedure on (B)(6) 2025 and suture was used. The patient was hospitalized due to thyroid enlargement. On the first day of hospitalization, the doctor performed surgery. During the skin suturing process, it was found that the suture broke when pulled after subcutaneous fat knotting. Despite multiple suture changes, the breakage issue still occurred. The doctor immediately replaced the product with another one to continue suturing the patient's wound. This incident caused an extension of the surgery time and material waste. In addition, if the product broke after suturing the skin, it could cause serious harm to the patient. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). D4/g4: device is not distributed in the united states but is similar to device marketed in the USA. Therefore, (01) gtin is not available. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: received information as following from sales rep; please refer to the event description, other information requested is unknown. Did the reported issue contribute to any patient adverse consequences? How many devices demonstrated the alleged deficiency? Were there any unexpected outcomes or complications resulting from the prolonged surgery time? How long, in minutes, did the surgery prolong? Which tissue was being sutured when the event occurred? Was additional dissection required in other organs/tissues other than the target tissue? Was there any change in the patient¿s post operative care due to the prolonged procedure? What is the current status of the patient? A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.